Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of a broken output connector assembly on the external pulse generator (epg). It was noted that the main printed circuit board (pcb) was contaminated and was out of specification electrical, the hanger was cracked, the encoder assembly, nut, and knobs were contaminated, the lower case was damaged, and display wire insulation was pinched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial and ventricular port connectors were broken. The epg was returned for repair. There was no patient involvement.